Manufacturer narrative:
Device was used for treatment, not diagnosis. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported two self- drilling screws that were part of the distal radius fixator (drf) fixation for a patient suffering from kienbock symptom were broken at the cortical bone. The surgeon implanted two 2.5mm screws in the metacarpal and two 3.0mm screws in the radius. The report indicated the two metacarpal screws broke when the patient was playing a video game three weeks post-operatively. The patient had not completely healed when the surgeon elected to remove the implants. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was conducted. The report indicates that the screws 4.0/2.5mm, article number (B)(4) were broken. The tip was broken completely off one of the screws and the other one was broken with 5mm of the screw still remaining at the end. These screws were inserted in the metacarpal area. The breakage is due to impact of the screws off a hard surface or excessive movement by the patient. Extra care must be taken as this is an external fixation device and the screws only have a diameter of 2.5mm. A thorough review of the manufacturing documents confirms screws were manufactured ((B)(4) -december 2013) to specification. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: it was reported two self- drilling screws that were part of the distal radius fixator (drf) fixation for a patient suffering from kienbock symptom were broken at the cortical bone. The surgeon implanted two 2.5mm screws in the metacarpal and two 3.0mm screws in the radius. The report indicated the two metacarpal screws broke when the patient was playing a video game three weeks post-operatively. The patient had not completely healed when the surgeon elected to remove the implants. This is report 1 of 4 for (B)(4).